Event description:
This ra lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2018. In a product experience report receive on (B)(6) 2018, it was reported that this lead was part of system extraction due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).